Manufacturer narrative:
The results of the investigation were inconclusive because the device was not returned for evaluation as it was implanted. Review of manufacturing and inspection records could not be performed since device information (model number, batch/lot number) is unknown and not available. The issue will continued to be monitored via trending.

Event description:
During the procedure, the tip of the 1.5 hex driver broke in the head of 2.3 distal screw. The physician was able to remove the tip of the driver from the screw, and the screw involved was implanted. This issue caused a 30 minute delay in the case. This report is related to medwatch 3500a report number: 3025141-2022-00035 which is for the screwdriver involved in this event.